Event description:
Baxter reported 1 incident of broken occluder feet on a transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.